Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that review of egms found episodes of vt vf. It was noted that the device failed to convert the patients vf with max shock. Patient would be followed up with possible intervention. The patient was treated with medication. The device remained implanted.